Event description:
Boston scientific received information that right atrial (ra) lead exhibited loss of capture (loc) and high pacing thresholds due to lead dislodgement. X-ray showed that the lead tip had moved from the target site. The ra lead was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.